Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient was experiencing discomfort on the left side of the chest. A device interrogation indicated high right ventricular (rv) lead thresholds and a decrease in rv pacing impedance since the last follow-up check. It was noted the patient symptoms could not be reproduced and the ventricular output was reprogrammed with the most optimal value upon testing. The rv lead remains in use. No patient complications have been reported as a result of this event.